Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade iii capsular contracture."

Event description:
Patient representative reported patient experienced "grade iii capsular contracture," "right breast swelling and increased risk." Patient representative additionally reported "personal injuries" and "breast implant illness;" these events are not related to the device. Device has been explanted. This record is for the right side.